Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedances on the right atrial (ra) lead. The ra lead impedances rose from 1500 ohms to 2453 ohms. The left ventricular (lv) lead also had a rise in pace impedances, but were within normal limits. The lv lead impedances went from 900 ohms to 1360 ohms. At this time, the patient is being monitored. This crt-d remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this ra lead now exhibited impedances as high as 2900 ohms. The products remain in service and the patient is still being monitored. No adverse patient effects were reported.